Event description:
It was reported that the silver coating on the foley catheter was uneven.

Manufacturer narrative:
The reported event was confirmed. The sample was received open and without original packaging. The catheter was discolored, with a lighter presence of color on the catheter in longitudinal lines at the center of the catheter shaft. As per moncks quality engineering, this variation is still typical of silicone ic foleys. However, since there are no known inspection procedures or visual standards addressing this, a potential root cause could be due to "operator error'. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date]. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. Expiry date: indicated on the direct package and the outer box".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the silver coating on the foley catheter was uneven.